Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, air bubbles were observed. Reportedly, the location of the air bubbles were not provided. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.